Manufacturer narrative:
The reported sensing anomaly was confirmed. During bench testing, a loss of ventricular sensing was observed. The cause of the sensing anomaly was due to an internal short within a component in the hybrid subassembly. - reliability laboratory technician; (B) (4)-failure (event) observed during analysis.

Event description:
This report is to advise of an event observed during analysis.